Manufacturer narrative:
Additional information the actual device was returned to the manufacturer for physical evaluation and the device operated within specification. A visual inspection of the returned cycler exterior showed no sign of physical damage. The simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. The complaint symptoms could not be reproduced during testing. The valve actuation test passed. The system air leak test passed. Mushroom head check passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the peritoneal dialysis patient that patient had a peritonitis infection. The patient's peritoneal dialysis registered (pdrn) nurse later confirmed the patent was hospitalized due to peritonitis infection (B)(6) 2017 and the cause of the peritonitis was touch contamination.

Manufacturer narrative:
(B)(4). There is no documentation supporting a possible association between the liberty cycler and the event of peritonitis. The cause of the peritonitis is unknown. Additionally there is no allegation against any fresenius products and the event of peritonitis. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
It was reported by the peritoneal dialysis patient that patient had a peritonitis infection. The patient's peritoneal dialysis registered (pdrn) nurse later confirmed the patent was hospitalized due to peritonitis infection (B)(6) 2017. Culture test (date unknown) was performed in the hospital but the results were not provided. The patient was treated with vancomycin and ceftazidime. A second culture (date unknown) was performed in the clinic and results were negative. The pdrn stated the peritonitis was not related to the peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient did not miss any dialysis treatments.